Event description:
The target lesion was from the proximal right coronary artery (rca) to the distal rca and the posterior descending (pd). The vessel at the proximal rca was de novo and concentric. The lesion length was about 40mm and vessel diameter was 3.5mm. The vessel at the distal rca and the pd was de novo, concentric and bifurcated. The lesion length was 15mm and vessel diameter was 2.5mm. Aha/acc classifications of the vessel at the proximal rca was a type c and type b2 at the distal rca and pd. The procedure was an elective case. For the proximal rca, pre-dilation was not conducted. A 3.5 x 23mm cypher stent (lot number i0606098) was implanted at 18 atm for 30 seconds. Then a 3.5 x 18mm cypher (lot number i0606141) was implanted at 18atm for 30 seconds overlapping at the proximal end of the implanted 3.5 x 23mm cypher stent. Post-dilation was not conducted. Ivus was conducted. Timi flow was 1 before the procedure and 3 after the procedure. The residual % of stenosis was 0%. For the distal rca and the pd, pre-dilation was conducted with a 2.25 x 15mm balloon at 8atm for 15 seconds. A 2.5 x 18mm cypher (lot number i0606128) was implanted at 14 atm for 30 seconds. Post- dilation was not conducted. Ivus was conducted. Timi flow was 1 before the procedure and 3 after the procedure. The residual % of stenosis was 0%. Act was not measured. Four days later, the patient complained of chest pain and was taken to the hospital. Coronary angiography was conducted and thrombus was observed inside the implanted cyher stents at both lesions (total occlusion) of the rca. To treat the thrombus, aspiration and balloon angio was conducted. Warfarin potassium was also added to the medications administered. The patient was in stable condition.

Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report # 9616099-2006-01091 & 9616099-2006-01093. This device is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.